Event description:
It was reported that the right ventricular (rv) lead had a lead integrity warning. The limited electrogram recording showed non-sustained tachycardia with questionable artifact. It was also reported the sensing integrity count (sic) has risen to 378 from october. It was further reported that the lead integrity alert (lia) was triggered due to noise and oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis noted that the lead integrity alert triggered. There was one patient alert for lead failure predictor on (B)(4) 2011. Oversensing and noise were also noted. There was one ventricular non-sustained tachycardia episode equal to 210 ms on (B)(4) 2011 and ventricular short interval count equal to 13.7 counts average per /day, in 27.64 days, between (B)(4) 2011 and (B)(4) 2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis noted that the lead integrity alert triggered. There was one patient alert for lead failure predictor on (B)(6) 2011. Oversensing and noise were also noted. There was one ventricular non-sustained tachycardia episode equal to 210 ms on (B)(6) 2011 and ventricular short interval count equal to 13.7 counts average per /day, in 27.64 days, between (B)(6) 2011 and (B)(6) 2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed, and no anomalies were found. However, it was noted that the distal conductor was distorted, there was blood/body fluid on the distal conductor (not obstructed), the outer tubing overlay had cosmetic environmental stress cracking, the outer tubing overlay was breached cut, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, and there was tissue present on helix. Visual analysis revealed that there was apparent explant damage. We did receive performance data collected from the device and have analyzed the data. Analysis noted that the lead integrity alert triggered. There was one patient alert for lead failure predictor on (B)(4) 2011. Oversensing and noise were also noted. There was one ventricular non-sustained tachycardia episode equal to 210 ms on (B)(4) 2011 and ventricular short interval count equal to 13.7 counts average per /day, in 27.64 days, between (B)(4) 2011 and (B)(4) 2011.

Event description:
It was reported that the right ventricular (rv) lead had a lead integrity warning. The limited electrogram recording showed non-sustained tachycardia with questionable artifact. It was also reported the sensing integrity count (sic) has risen to 378 from october. The lead remains in use. No patient complications have been reported as a result of this event.